Event description:
It was reported that the user¿s cgm sensor expired, which led the ilet to run in bg-only mode overnight and suspend automated dosing until a manual blood glucose value of 400 mg/dl was entered, after which dosing resumed. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin delivery with continued use in bg-only mode until sensor replacement. Investigation included review of device use and troubleshooting with user education. Investigation of this case revealed that the device responded as designed to a sensor expiration by suspending automated dosing and resuming after a valid bg entry. It was concluded that the event was attributable to sensor expiration, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.